Event description:
High tibial osteotomy (tho) was performed. After six months of the treatment, the pt was diagnosed as having infection. The pt was given an oral dose of antibiotics. After the course of antibiotics, the symptom was reduced and the pt left the hosp. The doctor assumes that the infection was not caused by this product.

Manufacturer narrative:
The device (referenced in this report) was not returned to olympus terumo biomaterials corp for eval. The device history record was reviewed, and no irregularities were noted. The sterility of this device has been assured through the sterilization validation. Therefore, there is no possibility that this product immediately caused the adverse event in this reported case. The osferion bone void filler package insert states in the adverse events section: infection, nonunion, fracture, fever, pain, local sensation, red flare, inflammation. Possible adverse events include but are no limited to: superficial wound infection, deep wound infection, wound dehiscence, delayed union, malunion, loss of reduction, cyst recurrence, hematoma, cellulitis, conglutinate failure.